Manufacturer narrative:
The arterial air alarms are attributed to user error as the clamp was most likely not sufficiently closed to fully occlude the line causing air to enter the system. The cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting air alarms. Facility staff have been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during a routine hemodialysis treatment. While attempting to administer medication through the cartridge line, the clamp did not fully occlude the line allowing air to enter and trigger the air alarms. The alarms could not be resolved so treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.